Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Lot number: 685782 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 11-jan-2021: medical record received. Case was upgraded to serious incident. Event pelvic pain was updated to serious. Essure removal surgery and removal date added. Lot number, reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.